Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory revealed no anomalies were found.

Event description:
It was reported the patient is deceased. It was also reported the leads displayed high threshold and the left ventricular (lv) lead was programmed ¿off¿ one month prior. During explant of the lv lead there was fulminant bleeding into the pericardium and the patient required resuscitation. It was reported the patient expired as a result of blood loss as the bleeding could not be stopped and due to the patient¿s poor general condition. The atrial lead was not associated with the death and was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed no anomalies were found.